Manufacturer narrative:
Device is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.

Event description:
Sequoia closure top starters are worn. Additional information received from the sales representative on (B)(6) 2010: the patient was undergoing a primary plif on l4-l5 on (B)(6) 2010. As the surgeon was using the sequoia closure top starter, the closure tops would not stay on the instrument. Several of the closure tops fell on the floor, some on the patient's leg. The sales representative gave the surgeon the other sequoia closure top starter in the kit and the same thing occurred. The surgeon used bone wax on the instrument and was able to hold the closure tops on for placement. There were no closure tops that had to be retrieved from the surgical site and the sales representative thought the threads on the closure top starters looked worn. There was no surgical delay and no harm to the patient. This malfunction has been associated with an adverse event in the past.